Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI - (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that g7 cup cold welded onto inserter. The cup was threaded onto one piece g7 inserter and placed into hip socket and impacted when trying to unthread handle would not unthread. The cup was removed and replaced. Attempts to obtain additional information have been made; however, no more is available.